Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could affect the interpretation of results. The customer stated the middle "8" in results field is missing. The customer confirmed no incorrect results have been reported.

Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, an issue in the circuit board or an electronic component of the circuit board was found.